Event description:
It was reported by a philips field service engineer (fse), that no audio is coming from fc2010 device. Failure occurred during installation and prior to customer or patient involvement.